Event description:
It was reported that device had error code issues. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1210. No adverse effects were reported.